Event description:
It was reported that the patient presented in-clinic, for follow-up, experiencing muscle stimulation on (B)(6) 2017. Upon interrogation, the implantable cardioverter defibrillator exhibited backup operation. The device was reprogrammed and the muscle stimulation was resolved.